Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7610212.

Event description:
Related manufacturer reference number: 1627487-2024-07618, related manufacturer reference number: 1627487-2024-07619. It was reported that patient experienced ineffective therapy, 3 of 4 of patients leads had high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which leads had the high impedances.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein patients leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction a4- weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.